Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogating the pulse generator, it was discovered that the right ventricular lead exhibited an increase in capture threshold and high pacing lead impedance. The impedance trend showed a drastic increase from the past half of the year. The right ventricular lead sensing and function, however, were stable. It was also noted that the patient did not require any pacing from the lead according the device history. The patient and physician agreed to continue to monitor the lead at this time. The patient was in stable condition.